Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they were experiencing high blood glucose. Customer¿s blood glucose level at the time of the incident was around 600 mg/dl. Customer reported they received infusion flow block alarm multiple times. Customer experienced nausea and abdominal pain. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Explained the insulin pump was working as designed. Customer has changed infusion set 3 times since yesterday. The insulin pump will not be returned for analysis.